Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient called to inquire about compatibility and eligibility for getting an MRI. The patient explained that they fell back on (B)(6) 2022 and broke their leg and their arm (when they've never broken anything before then) and it was "the worst." The patient stated that now, their leg wasn't so bad anymore but their shoulder wasn't healing as well from the inside so their doctor wanted to do an MRI to check everything out. Reviewed the patient's eligibility could be determined by checking their MRI mode. Asked the patient if the fall had impacted the device/therapy in any way and the patient stated that since the fall they've actually had blood in their urine. The patient stated they've always had a little bit of blood in their urine but they could never see it and since the fall, it was full on blood red. The patient stated they kind of questioned if something was wrong with the device since their fall because of that and they took an antibiotic but it came right back afterwards. The patient stated they saw their managing health care provider (hcp) who did an ultrasound to check everything out because the patient has always had stones and they were worried that they had a stone blocking something but there weren't any stones blocking anything. The patient stated they were going to be seeing their hcp again and the hcp was going to be "going in there and numbing it," to further detect what was going on. Patient had to charge up their devices in order to go into MRI mode, but once that was done, the patient was successfully able to enter and exit MRI mode.